Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that her infusion device was beeping continuously with "77" and "3.0" displayed on the screen. She stated that she was using a recalled power pack which had been in use for "at least" 3 weeks. The patient stated that she was aware of the power pack recall. The patient was away from home and stated that she would call back when she was able to insert a new power pack into the infusion device. The patient called back approximately 2 hours later and stated that she inserted a new power pack and her infusion device functioned properly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.